Event description:
It was reported that during a routine follow-up check, this pacemaker was interrogated and discovered to be in safety mode. Due to the programming changes involved with safety mode, the patient also experienced muscle stimulation in the unipolar sensing configuration. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker has been returned and analyzed at boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that during a routine follow-up check, this pacemaker was interrogated and discovered to be in safety mode. Due to the programming changes involved with safety mode, the patient also experienced muscle stimulation in the unipolar sensing configuration. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.